Event description:
It was reported that the insulin pump alarmed motor error, and because the device did not work and the customer was 7 months pregnant, the customer was hospitalized so that the baby could be monitored. The blood glucose 117 mg/dl. The customer stated that she was priming the insulin pump when the alarm occurred. No significant events leading to the alarm were noted. Advised discontinuation and replacement of the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed displacement test, rewind, basic occlusion and prime tests. The insulin pump received stuck in motor error alarm loop during bolus/basal delivery. The motor was tested outside of the device and passed. The motor may have had an intermittent failure that was not detected during our testing. A small crack on the reservoir tube lip was also noted.